Event description:
It was reported that during implant for a dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.